Event description:
Boston scientific received information that during a revision procedure to replace the left ventricular (lv) lead, the patient with this implantable right ventricular (rv) defibrillation lead experienced diaphragmatic stimulation after disconnecting the lv lead. This was also confirmed with through testing with the pacing system analyzer (psa). There was a suspected conductor fracture and insulation damage close to the pocket area. Fluoroscopy confirmed breaks in the lv and rv leads. However, the rv lead measurements were within normal range with a pacing impedance measurement of 480 ohms, intrinsic sensing at 17 mv and pacing thresholds at 0.8 v. The leads were extracted and successfully replaced. The patient was not pacemaker dependent and there have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.